Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad traces. A scratched lcd window, cracked display window and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 490 mg/dl, because his insulin pump was under delivering. Customer stated that his insulin pump buttons are sticking and it is not delivering the correct amounts of insulin. Nothing further was reported.